Event description:
It was reported that the 9900 system had a security switch error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The handswitch and footswitch were replaced during the service call. The system was tested and found to be working as intended and put back into service.